Event description:
It was reported that the spinal cord stimulation (scs) patient went to the emergency room for a possible stroke. It was later assessed that the patient did not suffer a stroke; the patient experienced a migraine and was prescribed medication to treat their symptoms. The cause of the patients migraine was unknown. The patient was not hospitalized beyond the standard of care and is currently doing well.